Event description:
It was reported that the procedure was performed to treat a restenosis lesion at several different previously implanted stents within the superficial femoral artery (sfa) and mid popliteal with a 5mm vessel diameter. The vessel was prepared using a non-abbott atherectomy device as well as pre-dilatation with a 5mm jade balloon dilatation catheter (bdc) to 12atms for 30secs. A 5x20mm supera peripheral self-expanding stent (ses) was advanced through a 6fr sheath to a lesion in the mid popliteal, and the deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. However, during withdrawal, under fluoroscopy, it was noted that the stent was not fully deployed from the delivery catheter and instead was inadvertently pulled and deployed in the proximal sfa with no part of the stent in the target lesion. Therefore, a 5mm armada 18 bdc was used to post-dilate and fully appose the supera stent to the vessel wall, and the procedure was completed with simple balloon angioplasty. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The product was not returned to abbott vascular for analysis. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as reportedly the physician did not ensure the stent was fully deployed prior to removing the delivery system from the anatomy. The treatment appears to be related to the operational context of the procedure as a 5mm armada 18 bdc was used to post-dilate and fully appose the supera stent to the vessel wall, and the procedure was completed with simple balloon angioplasty. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.